Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and patients concern with product.

Event description:
Healthcare representative reported a left side deflation and an exchange from textured to smooth breast implants due to the patients concern with the product. Device has been explanted.